Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6 and h10. D11 - intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip opened and closed properly. The electrical continuity test passed and the instrument delivered energy without any issues. Grip force test: straight - 4.77. Failure analysis observed an additional finding that was not reported by the site: the cut electrode was found to have thermal damage. The instrument was transferred to engineering for additional root cause investigation. The synchroseal instrument was found with thermal damage on the cut electrode. Additionally, notable thermal/melting damage was found on the sealing surface. The location of the damage suggests an arcing event may have occurred between the cut and seal electrodes. A review of the e-100 logs shows the instrument was used for 2 hours and 51 minutes. Three "seal electrode shorted" errors and one "transect timeout" error were recorded during transect activations within a span of 15 minutes towards the end of instrument use. 30 seconds after the first seal, electrode short was detected during a transect event, the transect timeout error was recorded, indicating the transect activation was not detected as complete within the allowable time limit (10 seconds). The second activation time and maximum current recorded during this transect activation (2a) suggest a direct short occurred between the cut and second electrode. 10 minutes of instrument use later, 2 more shorts were detected on the seal electrode within a 20 second timespan. When tested on an in-house system, the instrument passed energy delivery tests on saline wet gauze, and did not exhibit shorting behavior when tested. The evidence combined with the log findings suggests the instrument may have been fired across a metal/conductive object, which likely damaged the and seal electrodes. Additionally, the instrument jaws were found to be slightly offset at distal tip. All ceramic spacers were intact. The cut electrode did not contact the lower jaw or seal electrode when the jaws were closed. The root cause of the failures identified during failure analysis is attributed to user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the synchroseal instrument, but evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted upon completion of the failure analysis investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the synchroseal (part# 480440-05 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the synchroseal was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage this complaint is reportable due to the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the synchroseal installed on the e-100 generator had sealing issue. The customer noted there was no issue with coagulation function. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no further details have been provided.